Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the catheter was being placed into the pt's right internal jugular. During insertion, the spring wire guide (swg) was inserted through the needle. At which time, the physician pulled back the swg. As a result, the needle and swg were removed and a new kit was opened and placed successfully for the pt. Upon examination of the swg after removal, they noticed the swg was nicked and a thread of the swg was protruding from the swg, but was intact. There was a slight delay in treatment to obtain a new kit. There was no harm to the pt. There was no pt death and no complications were reported.